Event description:
It was reported that the pump did not infuse the proper amount. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
B5: additional information was received that the issue occurred during patient use. No patient harm/adverse event was reported. There was delay in infusion therapy. No patient harm/adverse event was reported.

Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. There was no fault found with the device. The complaint was not confirmed due to the failure could not be replicated.